Manufacturer narrative:
Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. (B)(4). Device not returned for evaluation

Event description:
It was reported that an unknown abutment screw fractured inside of the implant. Parts were ordered to remove the fractured piece from the implant. Tooth location 3.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i abutment screws it is recommended to torque at 20ncm. An x-ray was returned for evaluation. The returned x-ray shows the fractured piece of an unknown screw caught in the drive feature of an unknown implant. The complaint is confirmed. A root cause cannot be determined.

Event description:
A follow-up with the customer to obtain further device information was completed. The phone number attached to account was dialed and the office that answered stated that the doctor hasn't been at the practice in over 3 years. The sales rep was then contacted and he was unfamiliar with the complaint. The per form had a different phone number so that number was dialed. They found the patient records but could not find any abutment or screw information. Finally, the restorative dentist was phoned and the number was disconnected. No further product information was able to be obtained and the product was never returned to the manufacturer.